Manufacturer narrative:
The right mandibular component was revised due to the heterotopic bone and malpositioning.

Event description:
The patient's right mandibular component was removed and replaced with a revision device due to heterotopic bone and malposition.